Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate reading and the sensor triggered threshold suspend feature. The customer's blood glucose was 118 mg/dl and sensor glucose was 55 mg/dl at the time of call. The customer stated that most of the cannulas from the previous sensors were bent. The sensor will not be returned for analysis.